Manufacturer narrative:
Based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. If the device is explanted and received in the future, the case will be re-opened and the device investigated.

Event description:
The recipient's hearing performance with the device is affected. The parents reported that the recipient had a fall 2 months prior (around (B)(6) 2019) and has not been able to hear since. There was no redness or swelling above the implant site. Re-implantation is being considered, however no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The parents reported that the user had a fall 2 months ago (around (B)(6) 2019) and has not been able to hear since.

Event description:
The user's hearing performance with the device is affected. The parents reported that the user had a fall 2 months prior (around (B)(6) 2019) and has not been able to hear since. There was no redness or swelling above the implant site. The user was re-implanted.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.